Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1213809-2023-00813 was sent in error. Cosmetic defect (i.e. Ink rings above or below print area) is not considered to be a reportable malfunction. MFR#: (B)(4) is void as a result.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: several pieces were found that had black dots on the syringe. The defect is classified a "critical defect", 0 is acceptable and 1 is reject. - where was the fm located? In the fluid path or outside the barrel? The black dots are inside the plastic barrel - what did the fm look like? (Size, liquid like or powder like) unable to determine, they were black dots, size0.45mm - can you identify the fm? No - are you able to send some of the syringe to bd for investigation? Samples were sent to vernon hills, il on and delivered on 06/29/2023 is the fm able to be removed or is it embedded in the syringe? It is embedded in the inner part of the plastic barrel - when was the incident happened? On may 2 during the qa incoming inspection

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: several pieces were found that had black dots on the syringe. The defect is classified a "critical defect", 0 is acceptable and 1 is reject. Where was the fm located? In the fluid path or outside the barrel? The black dots are inside the plastic barrel. What did the fm look like? (Size, liquid like or powder like) unable to determine, they were black dots, size0.45mm. Can you identify the fm? No. Are you able to send some of the syringe to bd for investigation? Samples were sent to (B)(6) on and delivered on 06/29/2023. Is the fm able to be removed or is it embedded in the syringe? It is embedded in the inner part of the plastic barrel when was the incident happened? On (B)(6) during the qa incoming inspection.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3034733. D4. Medical device expiration date: 31jan2028. H4. Device manufacture date: 15mar2023. D4. Medical device lot #: 3038025. D4. Medical device expiration date: 31jan2028. H4. Device manufacture date:15mar2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.